Event description:
It was reported that the customer experienced low blood glucose of 45 mg/dl and emergency medical services were called. Customer was very confused. He drank some orange juice. Customer's blood glucose went up to 81 mg/dl. He stated he gave himself too much insulin and declined troubleshooting, stating it was not an issue with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.